Event description:
The tip of the switch valve connector is breaking off at the screw end of the feeding tube. The pieces of plastic are not getting into the lumen of the feeding tube. However, the connection can be leaky, especially when pushing medications through the switch valve. This situation is not unique to this patient; there was an issue with another patient earlier in the month.